Event description:
It was reported that the patient received a vibratory alert for what appeared to be lead noise. Review of the electronic session records revealed oversensing of the capacitor maintenance charge. This resulted in the termination of the maintenance charge. A successful maintenance charge was recorded when the patients intrinsic rate decreased. The device was reprogrammed. Patient was fine.